Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir leaked during priming. The customer¿s blood glucose level was 135 mg/dl at the time of the incident. The customer reported that they removed the reservoir and there was moisture in the reservoir compartment. The customer stated it doesn't smell like insulin so she doesn't think the reservoir was leaking. The customer reported that leaking occurred during 3 day use. Customer states the location of the leak was o rings. Customer states the leak past second o ring. The customer reported that air bubbles were present in the reservoir between the o rings. The reservoir will not be return for analysis.